Event description:
It was reported that a decrease in sensing and increase in capture threshold ware observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.